Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 480 mg/dl; cause was unknown. Customer attempted to address bg with a manual injection, however, was treated with intravenous fluids of saline and insulin in the hospital. Customer's hospital release date is unknown. System check with tandem technical support confirmed the pump was functioning as intended.